Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the company representative that the customer had an emergency room visit recently due to a high blood glucose level on (B)(6) 2016. Customer did not have ketones detected but her blood glucose level was 745 mg/dl. Customer was extremely dehydrated at the time of the incident and declined a transfer to the helpline.